Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 320cc mentor memorygel breast implant and experienced left-sided rupture and paresthesia postoperatively. The patient started feeling burning sensation and heaviness of the left breast since (B)(6) 2020. The patient feels uncomfortable, and the left implant seems to go toward the side, when she is lying down on her left side. MRI performed on (B)(6) 2020 indicated the rupture. At the time of this report, mentor has received no information regarding an expected explantation date.